Event description:
Customer reported that the paramedics were called two times on (b)(64) 2013 and (B)(6) 2013 and he was hospitalized due to low blood glucose both of the times. Customer stated that the blood glucose reading was around 37 mg/dl both of times when paramedics arrived. Customer stated that she had seizures and was found unconscious and spouse called the paramedics. Customer stated that her insulin pump delivered all the insulin in the reservoir when it was in suspend mode. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.